Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had high blood glucose but hospitalized. Customer's blood glucose was 569 mg/dl. The customer was treated with the pump. The customer declined to troubleshoot the high blood glucose.